Event description:
Ff/emt's responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device advised a shock four times, but when the operator pushed the shock button, no shock was delivered through all shock advised cycles. Emt's arrived with a backup defibrillator but the patient was not resuscitated.